Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Device received with the reported issue of keypad inoperable. Evaluation confirmed keypad inoperable along all of second row. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.